Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result (result = 0.072 ng/ml) while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es result was not reported to the clinician as the customer runs duplicate tropi es tests prior to reporting results (repeat results = 0.030, 0.028 ng/ml). There was no report of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained. The investigation could not determine a definitive root cause. However, a reagent related issue cannot be ruled out as a possible contributing factor. There was no evidence that the vitros eciq analyzer had malfunctioned.